Manufacturer narrative:
The field service engineer (fse) noted the white blood cell (wbc) bath overflowed. The fse discovered pinch valve lv14 stuck and disengaged and corrected the valve. The fse performed system diagnostics and startup which passed successfully. The customer performed calibration and quality control (qc) which also passed within the acceptable range. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported approximately two milliliters of clear fluid leaked inside the coulter act diff 12 analyzer from the white blood cell (wbc) bath and onto the tabletop. The customer was wearing personal protective equipment (ppe) consisting of gloves and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted, and there was no patient consequence. The laboratory has an exposure control plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.